Event description:
It was initially reported. Following a pump replacement, the pt was experiencing a lack of efficacy despite dosing increases. The pt complained of agitation, diaphoresis and nausea. A study revealed the catheter appeared intact with flow intrathecally. Programming was checked, along with device logs, which revealed no issues. The drugs used in the pump are morphine and clonidine (no dose reported). Follow up with the hcp indicated, the pt's dose of medication was adjusted and the pt was thought to have recovered. Additional info received indicated the pt was continuing to experience "bouts of withdrawal". Two studies and a another study, as well as analysis of the drug in the pump, were all normal. The pump was filled with new drug and the pt was scheduled for exploratory surgery. In 2007, the pt underwent exploratory surgery and the catheter connector was replaced. This was done because all tests indicated the pump and catheter were working fine, and no other issues were seen during the procedure, so the hcp thought is could be a connection issue. Despite the revision of the connector the pt was still not getting relief. Follow up with the hcp revealed the plan is to schedule the pt for a catheter replacement. The hcp had no further info at this time, as the surgery had not yet been scheduled.

Manufacturer narrative:
.